Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose due to bent cannula. The customer¿s blood glucose level was 478 mg/dl. The customer treated high blood glucose with bolus and manual. Blood glucose level went up to 206 mg/dl. The customer was reported that the insulin pump was not on auto mode at the time of incident. The insulin pump will not be returned for analysis.